Manufacturer narrative:
(B)(4). Additional follow up information: the patient was treated in the hospital with cefazolin and gentamycin for peritonitis. The patient was discharged from the hospital. Treatment for lymphocyte leukemia was not reported. The patient recovered from this peritonitis event.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date, the patient experienced stomach pain. The patient was hospitalized for the event. During hospitalization, the patient got the sign of cloudy effluent and was diagnosed with peritonitis on the same day. The cause of peritonitis was not reported. The patient's treatment started with cefazolin (1gm, twice a day, and ip) and gentamycin (40mg, twice a day, and ip) for peritonitis. Stomach pain and cloudy effluent were considered to be manifestation of peritonitis. The patient had not recovered from this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.